Event description:
Information received from (B)(6) call states that pump says "dosage done" and stops in the middle of the night when the bag is still full. Pt restarts it to finish dose. Rate is 60 ml/hr. Dose is infinite.

Manufacturer narrative:
Attempts were made to obtain pump serial number. Customer has already had pump replaced. Serial number was not available. Device was not returned. Complaint could not be confirmed.